Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 175 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Upon follow-up, customer still did not have an alternate method of therapy, and instead intended to control bg levels by eating "very low carbs." Tandem technical support advised customer to reach out to healthcare providers if necessary.